Event description:
A negative advia centaur (B)(6) result and a (B)(6) total result were obtained for a pt sample and reported. The physician questioned the results. The physician requested that the customer perform multiple dilutions of the sample and rerun for (B)(6). The customer performed repeat (B)(6) testing on several dilutions of a second draw and reported the result as (B)(6). The physician was satisfied with the (B)(6) result since this matched the pt's clinical picture. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unk. The customer stated there were no instrument issues. The instrument is performing within specifications. No further eval of the device is required. The IFU states in the limitations section: "assay performance characteristics have not been established for immunocompromised, immunosuppressed, infants, children, or adolescent pts."